Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed infections and experienced pain and lack of clinical benefit with abutment use. Subsequently, the abutment was removed (date not reported).